Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the research specialist that the pt had heard positional grinding noises coming from the pump, but with no alarms. Waveforms and vent filters were sent for analysis and revealed possible bearing wear. A decision was made to replace the lvad with the MFR's clinical trial lvad.

Manufacturer narrative:
The pt remains ongoing with the MFR's clinical trial lvad. The explanted device has been returned and is being evaluated. No further info is available at this time.